Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a stroke three days after her scs implant procedure. The patient's implanting physician stated that they do not think the patient's stroke was related to the scs system. The physician stated the patient has a blood pressure issue which could have contributed to the stroke.